Event description:
The patient's father contacted animas on (B)(6) 2011 to report recent elevated blood glucose (bg) excursions. The reporter claimed, the elevated bg excursions started on the morning of (B)(6) 2011. The patient's father stated, the patient's bg were above 311 mg/dl and at one time "almost 600 mg/dl". The reporter stated, the patient tested positive for slight ketones; however, there was no mention of any other signs/symptoms of hyperglycemia. The reporter stated that high bg's were controlled via injections. At the time of the call, the reporter did not have the subject pump with him. The reporter stated that on (B)(6) 2011 when the elevated bg's began, the pump gave an occlusion alarm. The patient's father stated there was swelling and lumps at site and when he squeezed the tubing "white stuff" came out of the end of the cannula. The reporter claimed the patient's bgs returned to normal after changing inset; however, the following day the patient's bg began to elevate again. When the reporter changed out inset on the morning of (B)(6) 2011, he reported there was blood in the tubing. The patient's father stated, the patient's bg went back to normal; however, began to elevate later that day. No additional changes of inset were made until (B)(6) 2011. Animas customer support attempted to reach the patient's mother to obtain additional information and troubleshoot the pump; however, they were unable to reach her by phone. This complaint is being reported because, the patient reportedly obtained bg readings greater than 500 mg/dl while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the total daily dose insulin reflected the user¿s programmed basal rates. There was no activity outside normal use observed in the black box and there was no data in the black box or history from the times of the reported high blood glucose due to continued patient use of the pump. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Unrelated to the complaint, evaluation also revealed there was moisture in the battery compartment.